Manufacturer narrative:
The field service engineer (fse) observed a small fluid leak in the tubing at pinch valve pv44. The fse replaced the tubing at pinch valve pv44 and resolved the fluid leak issue. The fse verified service activity per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the tubing at pinch valve pv44 is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue. (B)(4).

Event description:
The customer reported approximately five milliliters of blue/green fluid leaked outside of the instrument during patient samples analysis involving the coulter lh 500 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. No erroneous results were reported out of the laboratory. There was no patient consequence associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control and risk management plan in place for biohazard material.